Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies web non-detachment as a potential complication associated¿with the use of the device.

Event description:
It was reported that there was normal vasculature in an aneurysm embolization for a basilar artery. No procedural complexity. Device deployment was attempted with the device appropriately positioned in the aneurysm. Via catheter was distanced appropriately. Upon use of the detacher, the device did not detach. Second attempt was made with detacher and red light showed. Second detacher was used with same result. Device did not detach. Attempt was made to detach using catheter abutment at base of web device. Device recaptured into the via. Device was successfully removed and new device was successfully deployed without incident. Good aneurysm occlusion and patient condition confirmed. The case was completed with placement of a new device of the same size.

Event description:
It was reported that there was normal vasculature in an aneurysm embolization for a basilar artery. No procedural complexity. Device deployment was attempted with the device appropriately positioned in the aneurysm. Via catheter was distanced appropriately. Upon use of the detacher, the device did not detach. Second attempt was made with detacher and red light showed. Second detacher was used with same result. Device did not detach. Attempt was made to detach using catheter abutment at base of web device. Device recaptured into the via. Device was successfully removed and new device was successfully deployed without incident. Good aneurysm occlusion and patient condition confirmed. The case was completed with placement of a new device of the same size.

Manufacturer narrative:
Items returned for evaluation: -pusher. -web implant. -introducer. Items not returned for evaluation: -dispenser hoop. -microcatheter. -controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. However, the pusher hypotube was found kinked at the middle section and the proximal connector was also kinked at the brown lead wire joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the connector damage. The implant was accidentally detached from the pusher during the investigation. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. The investigation of the returned web system found the pusher hypotube kinked at the middle section, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged proximal connector and heater coil windings. However, the implant tether and heater coil pet were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.